Event description:
Sorin group (B)(4) received a complaint on the s5 roller pump that during pulsatile mode, the flow increased from 5.6 to 6.0 lpm during the case. There was not report of pt injury.

Manufacturer narrative:
The MFR date will be provided in a follow-up report. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint on the s5 roller pump that during pulsatile mode, the flow increased from 5.6 to 6.0 lpm during the case. There was no report of pt injury. It was also reported that the pump in question had given an error code in (B)(6) 2010 but this occurrence was not previously reported to sorin group and no corrective action was taken by the facility at that time. The pump has been returned to sorin group (B)(4) for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.